Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 360 mg/dl, 260 mg/dl, 160 mg/dl, and 149 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Reporter alleged obtaining the results of 16 mg/dl and 98 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she drank a glass of juice after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.